Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular lead was explanted and replaced due to lead fracture proximal to anodal ring leading to out of range high pacing impedance and high thresholds. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time. (B)(4).

Event description:
It was reported that this right ventricular lead was explanted and replaced due to lead fracture proximal to anodal ring leading to out of range high pacing impedance and high thresholds. No additional adverse patient effects were reported.